Event description:
Allergen aesthetics received a report of a patient treated with coolsculpting to the bra line and flanks on (B)(6), 2015 and (B)(6), 2015 using the coolcurve+ applicator who developed paradoxical hyperplasia (pah/ph) on (B)(6),2015. Following treatment, the treated areas developed hard spots and there was visible enlargement. On (B)(6), 2015 the patient was assessed by a physician who diagnosed the patient with paradoxical adipose hyperplasia.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. The MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. (B)(6), is listed as an additional serial number, however it failed to auto-populate since the system does not recognize it as a real upm number.

Event description:
Allergen aesthetics received a report of a patient treated with coolsculpting to the bra line and flanks on (B)(6) 2015 and the (B)(6) 2015 using the coolcurve+ applicator who developed paradoxical hyperplasia (pah/ph) on (B)(6) 2015. Following treatment, the treated areas developed hard spots and there was visible enlargement. On (B)(6) 2015 the patient was assessed by a physician who diagnosed the patient with paradoxical adipose hyperplasia.